Event description:
It was reported that this right ventricular (rv) lead was explanted due to a micro-fracture causing high pacing impedance measurements greater than 3000 ohms and a high threshold at 1.5v (volts) at 0.8ms (milliseconds). The right atrial (ra) lead was also explanted due to the physician damaged the ra lead when extracting the rv lead. The physician also elected to replace the device, no malfunction reported. The products were disposed of and will not be returned. Outside of the revision, no adverse patient effects were reported.